Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) up button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump up arrow button was not working. The customer's blood glucose value was 162 mg/dl. Troubleshooting was performed. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.